Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and 3 similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a myoma embolization procedure using 500/700 embosphere microspheres in the left and right uterine arteries, a maneuver was performed to undo the "waltman loop" and disarm the catheter to remove it, completing the procedure. At this moment of removal, the tip of the catheter broke requiring that it be removed using a capture loop.